Event description:
It was reported that this patient presented to the hospital with a pocket erosion. An infection was suspected and the entire therapy system, including this right atrial (ra) lead, was explanted. The patient is recovering successfully and no additional adverse patient effects were reported. The product is not going to be returned since it is contaminated.